Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found full breach outer insulation degradation adjacent to the connector boot. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of an event observed during analysis. Degradation.